Event description:
Malfunctioned by coming apart from the balloon/catheter, while being positioned inside patient. Stent was successfully removed from patient, resulting in no patient harm.

Event description:
Malfunctioned by coming apart from the balloon/catheter, while being positioned inside patient. Stent was successfully removed from patient, resulting in no patient harm.